Event description:
Clarification: inability to aspirate was also noted per reporter as a nonpatent catheter.

Event description:
It was reported that the patient had complained of increased pain and abstinence syndrome on (B)(6) 2013. Other symptoms included sweat, chills, irritated, hypertension and less than 50% therapy relief. They were unable to aspirate the catheter as of the day of this report. Patient was treated successfully with clonidine, fentanyl patch and po dilaudid. Patient was being weaned of intrathecal infusion in anticipation of a catheter revision in near future. Drugs delivered via the device were sufenta, clonidine, bupivacaine. Patient status as of the date of this report was ¿alive with no injury¿. Additional information received later indicated that a revision surgery occurred and a new catheter was implanted successfully. The old catheter however, was not explanted; per reporter, the exact pathology and location therefore remained undetermined. The patient had better and consistent pain relief post revision.

Manufacturer narrative:
Catheter model: 8596sc serial# (B)(4), implanted: 2007 (B)(6), explanted: unk; catheter model: 8703w lot# l50051 implanted: 1998 (B)(6), explanted: unk. (B)(4).